Event description:
On (B)(6) 2025, the user reported that a connector was stuck and could not be removed. The user was later able to unlock the connector after repositioning it. Bg was not affected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.